Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system. The monsterbite screw was reported broken at mid-shaft during insertion. The initial reporter did not provide further information on this incident. Due to limited information, potential of harm is based on worst case-scenario for the failure mode, independent of a condition failure.